Event description:
Back in 2003, I got breast implants. About 6 months after I got the implants, my troubles began. I started getting weird allergic reactions that ended with me in the emergency room multiple times over a span of a few weeks. They sent me to the top allergist/immunologist in the area after they couldn't get the reactions under control. They ran tests but found nothing conclusive. There was no rhyme or reason to the allergic reactions, so they had no hope of pinpointing the issue. He gave me an epi pen, an emergency stash of steroid pills, and told me to take a zyrtec every day to help keep the reactions at bay. A few months after that, I started having horrible bouts of crippling vertigo. I had a lot of inflammation in my inner ear which they also had no explanation for. The world would just shift on me. I would have to crawl down the hall to my bed to let it pass. I nearly fell down numerous steps and escalators, and had to pull over more times than I can count because I nearly crashed. The inflammation became worse and started affecting my neck, spine, and joints. My chiropractor was baffled at the quick change in my body. Before my implants, I had hypermobile joints that moved around easily in the socket and my spine was very flexible. I was doing advanced yoga with no issues, and now I struggled to do even a portion of the beginner class. Each year after my implants, I lost more and more flexibility and joint movement due to the chronic inflammation. It got to the point where my joints froze up, my spine and neck locked up, and I lost nearly all range of motion. The last few years, I couldn't bend over to put my shoes on. I couldn't sit down or lean over without holding on to something. I couldn't bend over the sink to wash dishes. I went to 5 different specialists from orthopedics, si joint specialist, rheumatologist, etc. I had over 10 mris done, numerous blood panels, literally everything under the sun. Nothing conclusive. Chronic pain and inflammation, but no cause. Finally the rheumatologist diagnosed me with ankylosing spondylitis (autoimmune disorder) based on my fatigue, si joint pain, and my "covid" toe that you all have heard about. She put me on humira which is a shot I had to inject twice a month. I would have to take that forever. I didn't like that explanation. There had to be something causing all this. I was also getting random yeast infections in my armpits, and so many other odd things that no one could explain. The pain and the frustration of not being able to pinpoint the issue toppled with chronic fatigue lead to severe depression and overwhelming anxiety and sense of defeat. I was so fatigued that I would go to work, literally cry on the way home because I was so frustrated, then go to bed right when I got home, and get up and do it again the next day. I would sleep all weekend. I didn't have the energy or motivation to do anything. My relationships suffered. I was constantly irritable and lost all interest in everything. I explanted in (B)(6) 2020. Now, a year and a half later, the majority of my symptoms have vanished over time, most within the first 6 months. I now take no medications with no more joint pain or inflammation. I fully believe that the implants were causing my immune system to overact and reek havoc on my body. I believe blood tests should be done prior to implanting to see if autoimmune diseases are a potential risk with a person. Mine remained dormant until I put the implants in and returned that way until they were out. These are not safe. FDA safety report ID# (B)(4).